Event description:
The patient reported: the top seems to have too much of a gap. The #9 aligner fits better. I want to wear the #9 top aligner with the #10 bottom aligner, and wear the #10 top aligner next week, since there are no more top aligners after #10. I've never had this much air space before. Clinical review: borderline within normal limits. Isolated air gaps present on teeth #7 and #10. Providing home and health tips. 4/12/24 - large isolated air gaps present on #l15. Advised lower backtrack. Photos from #l10 show air gaps still present. Intrusion of teeth #24 and #25 confirmed. Advising the patient to begin a two-week rest period due to the intrusion of teeth #24 and #25.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.